Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
Pt received "sensor failed" alert during start-up period. After peeling off the failed sensor, pt could not find sensor probe on the adhesive patch side of the sensor pod.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2019. The product was evaluated. An external visual inspection was performed and failed due to a missing sensor wire. The sensor wire was not present. The wire was detached. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.